Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut down without any warning, error code. The customer's blood glucose value was unknown. The customer stated that the insulin pump screen had unexplained no delivery alarm, diminished battery life, rejected battery. The insulin pump will not be returned for analysis.